Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that when powering the device on, it would not complete the boot-up process and cycled power after approximately 60 seconds -- the device was stuck in a loop of attempting to boot-up. Ventec also observed that the device's inop alarm was sounding and that its lcd touchscreen was unresponsive to touch. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the device failing to complete the boot process (rebooting), providing an inop alarm and having an unresponsive lcd touchscreen were all confirmed. Ventec replaced the control board to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further root cause could not be conclusively determined.